Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The caller reported via phone call that the insulin pump made a squealing noise and the display was not functioning properly. Blood glucose level at the time of the incident was 464 mg/dl, which was treated with a bolus on another insulin pump. The caller also reported that the insulin pump's screen was cracked due to possibly being bumped. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.